Event description:
An endeavor sprint rapid exchange (rx) drug eluting coronary stent was implanted in the mid lad with no issue reported. However, it was reported that the patient's expired approximately 1 year post index procedure. The cause of death is unknown.

Event description:
It is reported that the patient suffered cardiac arrest. Cause of death confirmed as congestive heart failure and atherosclerotic and hypertensive cardiovascular disease.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).

Manufacturer narrative:
(B)(4).